Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump over infused a chemo drug (medication, rate, and total volume to be infused is unk). The customer tested the device and could not reproduce this condition. The customer stated it is believed to be caused by user error. It was reported there was no pt injury.